Manufacturer narrative:
Clarification of the results for the one patient was provided. The initial sodium result was 129 mmol/l with a data flag. The repeat results were 134 mmol/l and 135 mmol/l. The electrode lot number was b7921 with an expiration date of 29-jul-2018. The actions performed by the field service representative appeared to have resolved the issue. Medwatch fields were updated.

Manufacturer narrative:
(B)(4)

Event description:
The customer discovered they received questionable ise indirect gen. 2 sodium results when a doctor questioned the result for one patient. One example was provided of an initial result of 124 mmol/l with a data flag and a repeat result of 136 mmol/l. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date was requested but was not provided. The customer was instructed to change the sodium electrode and perform conditioning of the electrode, calibrate, and run qc. The field service representative was unable to determine a cause. He found salt built up around the reference cartridge and cleaned it. He replaced the sipper nozzle, cover, and spring and replaced the ise sipper tubing and pinch tubing. He inspected the syringes and gear pump pressure and conditioned the tubing and electrodes with serum. The customer repeated samples with no discrepancies.